Manufacturer narrative:
Uf/importer report #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, early the next morning, after turning the patient, a leak was detected. The rt consulted with the physician and determined that the patient needed a larger size ett, so about an hour later, the patient was reintubated with the size 8.5 ett.